Event description:
Received medwatch# 3900270000-2011-8010 on (B)(4) 2011. "While closing, the surgeon pulled out the malleable blade and the handle broke off. The blade remained inside the abdomen, but was retrieved by the surgeon. What was the original intended procedure? Ileostomy and exploratory laparotomy device usage problem: device failed" the risk manager reported both pieces of the device were retrieved, no x-ray was performed and there was no delay in surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.